Manufacturer narrative:
The alleged failure of smoking was not duplicated during the device evaluation, since the device was seized. However, damaged rotor bearings and other worn and damaged parts were found, which can cause friction which is a probable cause of the reported smoking. The device will not be returned to the user facility, since it was disassembled for analysis.

Event description:
It was reported that during equipment testing conducted at the user facility prior to the start of a surgical procedure, the device was smoking. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.